Event description:
It was reported that the charging was not holding a charge as long as it used to and was finicky when charging the pump inside the port, requiring a tool to pry out cartridges. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.